Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement. They tried repositioning the ez-4 connector tool and repositioning the lead. The found a placement where the impedance was between 1400 and 1800 ohms, but the site had low amplitude and high pacing threshold measurements. Next, a position was found where threshold, impedance and amplitude were satisfactory but an x-ray noted that the proximal coil had stretched. The lead was removed and a new lead was implanted, although the impedance was still slightly high. They are suspecting that there was a partial lead fracture. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During visual inspection, it was noted that the insulation was torn and separated at the proximal end of the proximal spring electrode, and the proximal spring was stretched at that point. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to confirm that the insulation was damaged and that the coil was stretched, but was unable to confirm the observations related to pacing threshold measurements, impedance measurements, and the partial conductor fracture.

Manufacturer narrative:
This lead will be returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.